Event description:
Twenty-three months after the index procedure the pt presented with cardiogenic shock and thrombus was found within one of the four stents. Ivus also indicated that the vessels were "positively remodelled."

Manufacturer narrative:
This pt presented to the cardiac catherization unit for elective treatment of 4-vessel disease. Percutaneous coronary intervention (pci) was first performed on a de novo lesion in the proximal and mid left anterior descending artery (lad) of more than 20mm in length in a 3.0-3.5mm vessel diameter. The (type c) lesion was also eccentric. Direct stenting was performed with a 3.0x18mm cypher at 18 atm and then with a 3.5x18mm cypher at 18 atm, overlapping the first stent. Pci was performed next on a de novo lesion in the 1st diagonal of 15mm in length in a 2.5mm vessel diameter. The (b2) lesion was also characterized eccentric. Direct stenting was performed with a 2.5x18mm cypher at 18 atm. Finally, pci was performed on a de novo lesion in the left main (lm) coronary artery of more than 10mm in length in a 3.5mm vessel diameter. The (b1) lesion was also characterized as eccentric. Direct stenting was performed with a 3.5x18mm cypher at 14 tm. Post-dilation was conducted with a 4.0x9mm balloon at 12 atm for 5 seconds and then at 14 atm for 5 seconds. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was not measured. One year later, follow-up angiography was conducted and the stents were patent. Twenty-three months after the index procedure, the pt returned to the hospital due to cardiogenic shock, and control angiography revealed thrombus within the cypher implanted in the lm. To treat the thrombus, aspiration was conducted. Then thrombolytic agent (t-pa) was administered intravenously. Ivus was conducted and the vessel surrounding the cypher stents had a vessel diameter much larger than the original vessel diameter. The maximum vessel diameter surrounding the stents was 6mm at the lm, 5mm in the proximal to mid lad and 4mm in the 1st diagonal. It seemed like there was positive remodeling of the vessel where the cypher was implanted and the vessel at the area was curling when control angiography was conducted. Poba was conducted at the lm with a 6.0x9mm balloon and at the proximal to mid lad, a 5.0x15mm balloon. Inflation time and pressure were unknown. The pt was discharged approx one month later. Please note that this product, (lot no. I0704055) is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Add'l info rec'd will be submitted within 30 days upon receipt. This is one of four products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01195, 9616099-2006-01196, 9616099-2006-01197 and 9616099-2006-01198.